Event description:
Report submitted by arabian medical devices llc: we have received an incident report again from one of the (B)(6) hospital on our mityone vacuum assisted delivery system 10067. The important points are as follows: 1. Faulty pressure building mechanism. 2. Increased cephalhematoma. Follow-up: 1. The vacuum releases automatically. 2. Increased cervical & vaginal tear. 3. Increased number of cephalhematoma. 1216677-2021-00090-1 mityone mushroom cup 10067, e-complaint: (B)(4).

Manufacturer narrative:
Investigation: no sample returned. Review DHR. Analysis and findings: complain: (B)(4). Distribution history: the complaint products were manufactured at csi. Manufacturing record review: DHR-10067 -271730 was reviewed and no abnormalities were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. None were against the lot number: 271730. Product receipt: the complaint product was not returned to csi. Visual evaluation: a physical device evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: no corrective actions applicable at this time. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? No.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by (B)(6). We have received an incident report again from one of the ministry of health hospital on our mityone vacuum assisted delivery system 10067. Kindly find the attached letter from moh and advise us to solve the issue at the earliest. The important points are as follows. Faulty pressure building mechanism. Increased cephalhematoma. Please note that, the annual tender 2021-2022 is in process and it is very important for us to solve the issue as early as possible to secure our order for this year. We are planning to meet the end users in sohar hospital on coming sunday and it will be great if you can advise us the possible reasons for the mentioned problems before that. Follow-up initiated for additional info. 04/19/2021- per update- incident details surrounding event the vacuum releases automatically. Increased cervical & vaginal tear. Increased number of cephalhematoma. Patient/gamete/embryo status- increased cephalhematoma. Patient injury. Mityone mushroom cup 10067. E-complaint- (B)(4).